Event description:
It was reported that during use of the dlp silicone rcsp cannula with an auto-inflate cuff, the white clip on the cannula line pierced the silicone and created a hole. The surgeon was required to plug the hole with a finger during cardioplegia administration. There was no metal clamp used on the line and the piercing resulted purely from the application of the clip. The device was used to complete the procedure. Whether there were any adverse patient effects associated with this event is unknown. Medtronic received additional information that there was no patient impact. Leak was from the body of the cannula. The cannula was not heated or cooled prior to use. The damage was where the white clip on the cannula line was placed. Minimal blood loss, the surgeon was able to plug the hole with their finger, and no transfusion was needed

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: visual inspection shows evidence of damage/tear in the cannula at the clamp location.the device was attached to a syringe filled with deionised water water and when it was engaged there was a leak observed from the damaged/tear location. Conclusion: reason for the return was confirmed. H.6. Update to fdd,fdm and fdr codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.